Manufacturer narrative:
(B)(4): analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Event description:
It was reported that during a surgery to replace both of the patient¿s implantable neurostimulators (ins) due to battery depletion, the programming on one of the inss changed automatically. A power on reset (por) and ¿?¿ were displayed. The manufacturing representative explained the possibility that the programming and serial number was lostdue to the por. Both ins were replaced. After the replacement the patient had good therapy.

Manufacturer narrative:
Analysis of the implantable neurostimulator (ins) (s/n (B)(4)) found no significant anomaly. The ins was functionally okay with insignificant anomalies.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.